Event description:
Boston scientific received information that this patient had a syncopal episode and fell and hit her face. The patient was brought to the hospital and external pacing was provided. The outputs on the external pacing machine were programmed to maximum, and right ventricular (rv) pacing was noted. However, after three minutes, pacing was lost and the patient became asystolic and external pacing was provided again. The boston scientific field representative reprogrammed the lead to unipolar pacing configuration and capture was obtained and the patient remained stable. A revision procedure was performed and the lead was replaced without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.